Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump's act button was a little harder. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that there was a crack on the insulin pump and the battery life was diminished. The insulin pump will not be returned for analysis.